Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Electric toothbrush head doesn t click on to the shaft anymore / sliding off - oral-b [device breakage]. Case narrative: consumer via e-mail reported that their oral-b electric toothbrush head did not click onto the oral-b toothbrush shaft anymore and for no apparent reason started sliding off. No injury was reported.